Event description:
The advocate called for help with the customer's meter. While troubleshooting, he performed control tests and received a result of 183 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.